Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to diabetic ketoacidosis. Caller requested assistance with changing basal rates. Caller reported that customer had blood glucose of 50 mg/dl and arrived to the hospital with blood glucose of 600 mg/dl. Caller declined troubleshooting for high blood glucose stating that customer was on insulin drip. Caller received assistance with basal rates.